Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03/22/2019. (B)(4). The manufacturer¿s field service engineer (fse) evaluated the device and found that the sound that was heard was the loss of power alarm that goes off when the battery goes flat. The power cord on the system was not seated correctly therefore the battery was not charging when it was plugged into the power. The alarm went off when the battery ran down. Further investigation indicated the customer was using an unapproved power cord. The manufacturer¿s field service engineer (fse) advised the customer to use an approved power cord. The customer will replace with the correct power cord.

Event description:
The customer reported unknown noise from the ventilator. There was no patient involvement.

Manufacturer narrative:
Correction: the become aware date was incorrect. Reportable information was received on 20jun2019. Date rec¿d by MFR : 20jun2019, date of report : 23jul2019 . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.